Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -14.50 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on the same day due to a lens haptic tear during injection/delivery into the eye. The lens was exchanged for a lens of the same model and size, and the problem was resolved. There was no report of any apparent injury.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken. (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).